Event description:
The programmer was returned to the manufacturer for evaluation, analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found intermittent telemetry due to loose rf (radio frequency) connector on a printed circuit board assembly. Analysis also found the system fan and power supply fan are noisy. Product ID: rf (radio frequency) head. Product ID: r2290 analyzer. (B)(4).